Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling upstream occlusion (uso) seal on the side and a bad downstream occlusion (dso) seal. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the device was found to be overdelivering. The root cause was determined to be the explusor and worn valves. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.